Event description:
During a follow up call the customer stated that their insulin pump does not alert or alarm when the reservoir is out of insulin. Also, they stated that the insulin pump alarmed weak signal and lost sensor. The customer's blood glucose was 191 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).